Manufacturer narrative:
Correction: b1, e4, g2. The investigation of the reported failure mode has been completed. No product was returned for investigation. Delivery issue: the cause of the delivery issue is determined to be patient condition due to patient anatomy because impella 5.5 would not make the turn from the subclavian into the innominate artery, likely due to the patient's redo sternotomy anatomy despite multiple methods and the insertion was aborted. Nerve damage/ pain: the cause of the clinical symptom was not determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported patient experience nerve damage and pain that they encountered delivery issues attempting to place impella 5.5. The loqui adverse event noted right upper extremity (rue) neuropathy with relationship noted as probably. The loqi stated: "rue pain/neuropathy most likely 2/2 brachial plexus injury with r axillary impella placement." Medication, gabapentin 300 3 times a day, was given to the patient with improvement in pain control. Additionally, during the unsuccessful 5.5 attempt, an arteriotomy was performed sufficient to accommodate a 10 mm dacron graft. The impella 5.5 was placed into the graft and subsequently through the axillary and subclavian arteries according to manufacturer instructions over a wire, which had previously been placed into the left ventricle. The impella 5.5 would not make the turn from the subclavian into the innominate artery, likely due to the patient's redo sternotomy anatomy. The team tried several times and was concerned with either dissecting or perforating the artery. Consequently, the wire and impella 5.5 were removed, and a new wire was placed through the graft down the aorta into the left ventricle followed by placement of an impella cp.